Manufacturer narrative:
Covidien reference number:(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the display cable and it corrected the reported issue.

Event description:
It was reported that the ventilator had a blank display. There was no patient involvement.